Event description:
Reporter stated that the following discrepant back-to-back blood glucose results were obtained while using the compact plus system: 20 mg/dl and 175 mg/dl, 20mg/dl and 155 mg/dl, 21 mg/dl, 20 mg/dl, and 134 mg/dl, 21 mg/dl and 138 mg/dl, 20 mg/dl and 89 mg/dl, 18 mg/dl and 89 mg/dl, 19 mg/dl and 185 mg/dl, 21 mg/dl and 132 mg/dl, 216 mg/dl and 83 mg/dl. Reporter did not indicate if any patient's therapy was modified based on these values. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in other country.